Event description:
When opening a basin set for a case, the scrub noticed a small bug in the heart basin. This was a double basin set. The staff removed the basin set and replaced it. The patient was not in the room so there was no patient contact. The basin set was not on the sterile field.